Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 430 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include vomiting and diarrhea. The patient reports the pod was leaking during wear. The patient removed the pod and applied a new pod per their doctors advice over the phone. Once at the hospital the patients pod was removed. The patient was treated with intravenous saline, insulin and sugar water, the patient reports being at the emergency room for 7-8 hours. The patients pod will not be returned as it has been discarded.